Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and nearly 3 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed.